Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis concluded that the error codes in device memory as well as the safety mode operation were induced as a result of continuous application of a magnet to the device.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker exhibited three unspecified error codes and was observed to be in safety mode upon interrogation with a programmer. Boston scientific technical services (ts) recommended device replacement. The device was explanted and replaced. No additional adverse patient effects were reported.